Manufacturer narrative:
The eva is at the hospital. The suspected pump module has been replaced in the field, and has been returned back to dorc for investigation. No patient harm was caused. Investigation has been started. A supplemental will be filed with any new information.

Event description:
During the surgery, the eva gave irregular irrigation pressure, with no backflush. Hypotonic eye occurred. It was reported no patient harm had occurred.

Manufacturer narrative:
Investigation has been started. Follow up 11-09-2018: the investigation is still ongoing. This report is being submitted retrospectively. It was originally supposed to be submitted sep 2018.

Event description:
During the surgery, the eva gave irregular irrigation pressure, with no backflush. Hypotonic eye occurred.

Event description:
During the surgery, the eva gave irregular irrigation pressure, with no backflush. Hypotonic eye occurred.

Manufacturer narrative:
The pump was returned to d.o.r.c. For investigation, however the problem could not be reproduced. Pump performance has been checked and all measured parameters were within specification. Nevertheless, the suspected pump was replaced preventively. Functioning of the suspected pump was tested by performing a fat (factory acceptance test). This fat performed by the d.o.r.c. After sales department is an exact copy of the test used by the pump manufacturer to check new pumps. The after sales fat test includes a hardware test (tests on motors, pressure sensors, pneumatic valves, vacuum pumps and system) and a functional test (general test, tests on flow and vacuum mode). To be able to determine the root cause of the problem, additional information has been requested from the hospital three times. However, no further information has been received to date. Therefore the root cause for this issue cannot be determined.